Event description:
It was reported that during an unknown procedure, the staples were deformed. There was no patient consequence.

Manufacturer narrative:
D3; h4,6: information anticipated, but unavailable at this time.